Event description:
This was a diagnostic case. The patient was not obese and no calcification, tortuosity, or scarring was noted. The initial access puncture was satisfactory. According to the physician's account, all went well during device insertion/deployment and the introducer sheath was pulled on the table. Hemostasis was achieved in 5 minutes and the patient was able to ambulate 2 hours later. There were no complications immediately post procedure. Four hours post-procedure (7pm), the patient felt pain in her leg. Ultrasound was negative. The patient was held overnight for observation due to the pain. Early the following morning (3am), the patient required medication for pain, but the leg was still warm. In the morning (6am), ultrasound imaging revealed total occlusion due to a dissection/flap at the arterial access site, which was treated with an atherectomy device, angiojet, and a stent. The patient recovered without further sequelae.

Manufacturer narrative:
Multiple attempts to obtain additional complaint details such as patient information were made without success. The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures, including dissection, are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The root cause, based on available information, is unknown as it cannot be definitively determined.